Event description:
The facility returned the device for service. During service, the baxter repair technician noted a defective air in line printed circuit board. The hospital representative stated that here have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 05 2007. The baxter field service engineer noted an infusion pump with a constant air in line alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion.evaluation summary: during product evaluation, the air in line printed circuit board values were found to be out of spcification (ail pcb). The ail pcb was replaced.